Event description:
Originally hurt back in 1985. Then in 1987 rptr was operated on for l5-s1 disc. Pain became unbearable and he became disabled. He was re-evaluated in 2/91 which revealed a midline disc at l5-s1 with more laeralization to the right. He had a total disc clean out at l5-s1 and l6 with decompression and fusion with interbody and posterolaterally, surgery consisted decompression and for aminotomies at l-5 and l-6 with plates and screw fixations, and autograft posterolateral interbody fusion with a hip donor site. An internal bone stimulator was also inserted. Rptr has copy of x-rays taken before plates and screw fixations, and also x-rays after they were implanted; more pain in lower back, legs, hips, also in upper back and extreme stiffness due to cramping and hurting of foreign objects in back. Dr's report states that rptr's back is unstabled and he will have chronic pain rest of life and there is no treatment to make his condition better. Rptr takes robaxin, skelexar, flexeril, diazepam and motrins. (*)